Event description:
Tara stated that the arctic sun device failed calibration for inlet pressure out of range (error 5). A check of the inlet pressure with the fluid delivery line (fdl) removed showed that the pressure remained at -1.5 psi. They discussed that this was indicative of a failed transducer and requested a quote for a depot repair and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration for inlet pressure out of range (error 5). A check of the inlet pressure with the fluid delivery line (fdl) removed showed that the pressure remained at -1.5 psi. They discussed that this was indicative of a failed transducer and requested a quote for a depot repair and a loaner. Per investigator notification received via task on 05oct2024, it was reported that the error 1 received during the subsequent calibration in the arctic sun device. It would likely be a service error or user error. Per follow up information received via task on 01nov2024, spoke with biomed manager who confirmed the manifold assembly was replaced and the bypass screw was adjusted. The device was tested and passed without further issue. Device returned to service.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and the residual risk for this event is low; therefore, this event is not reportable. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.